Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) and a heart block occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive, a faradrive sheath and a farawave catheter were selected for use. The patient had a large unique atrium anatomy and the physician had difficulty navigating to achieve good intracardiac echocardiography (ice) views when going transseptal using faradrive sheath and versacross connect system. There were multiple positioning attempts made for tsp due to difficulties visualizing anatomy on ice. There was no physical difficulty advancing the rf wire and sheath into the left atrium (la), however it can be noted that the physician administered rf for transseptal access twice. The first buzz seemed to either not have had contact or was before a reposition, but it was not vocalized or made clear on the reasoning regarding that decision. The difficulty imaging was noted to be due to the patient anatomy. The left atrium was mapped and the farawave catheter was inserted. Upon first delivery of pfa in left superior pulmonary vein, the patient experienced heart block for approximately thirty seconds despite glyco being administered at transseptal puncture. The physician then noticed some potential effusion. The procedure was aborted and the patient was treated for effusion with pericardiocentesis. In the physician opinion, there was difficulty manipulating the sheath to to its size and the large diameter of the sheath contributed to patient complication. There were no issues reported with the farawave catheter. The act protocol was standard for the account and no abnormalities of note. The patient was hospitalized and they were extubated with no significant drainage after the event. The devices are not expected to be returned for analysis (disposed).